Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created due to initial report was sent in error. Boston scientific does not have reporting responsibilities on this record.

Event description:
It was reported that this catheter was discontinued to use due to hemostasis valve broke and the back flow of blood could not be stopped. The lead fell off while slitting the catheter. Physician stated that the catheter's hemostasis valve was stiffer than usual so cutting. No adverse patient effects were reported.

Event description:
It was reported that this catheter was discontinued to use due to hemostasis valve broke and the back flow of blood could not be stopped. The lead fell off while slitting the catheter. Physician stated that the catheter's hemostasis valve was stiffer than usual so cutting. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.